Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a repeat c section desiring sterilization, the handpiece was not sealing correctly. The surgeon attempted to double seal in multiple areas and the handpiece was not sealing correctly. There was no re-grasp alarm but energy delivery was noted and end tones were heard. Handpiece was able to complete a couple of good seals on normal tissue before the issue occured. They opened a new handpiece and it worked perfectly. Patient lost 200ccs of blood more than should have and had blood transfusion but was okay post op.